Event description:
It was reported that during a gastric sleeve procedure closed on non vascular tissue and would not open. The doctor worked with the device and got it to open and release the tissue. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one ple60a device was returned in good visual condition and with an ecr60t partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.